Manufacturer narrative:
This report is filed may 12, 2016.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015. This report is filed september 2, 2015. Device not yet received by manufacturer.

Manufacturer narrative:
(B)(4). Implanted device remains.